Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (won't power up) was confirmed. Upon evaluation, the monitor will not power up. The cause of this was a physically damaged ca board. The root cause of the damaged ca board cannot be positively identified. No adverse events occurred from the damaged monitor.

Event description:
A us distributor returned a monitor and reported being unable to power on.